Event description:
It was reported that the side panel was broken. There was no patient involvement.

Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.

Manufacturer narrative:
The failure was not attributed to the latch, as it was functioning correctly. There was no reportable malfunction.